Manufacturer narrative:
The device was returned to verathon for further evaluation. A verathon service technician evaluated the returned monitor and was able to duplicate the reported issue. It was found that when the monitor had powered up with a blade connected, the device would not show an image. An internal inspection of the unit showed that the connection between the scope connector on the main pcba and the flex cable was loose. The service technician reseated the flex cable and the device produced an image that was stable and clear with good color rendition. The video monitor was returned to the customer. The device history record (DHR) was reviewed and no discrepancies were noted. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope gvm video monitor, the device would not recognize the blade when connected. The procedure was delayed for approximately 5 minutes and the patient was intubated using other means. No harm to the patient or user was reported.